Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position via right transfemoral artery, the 14f esheath+ was placed and dilated with an 18f non-edwards dilator. There was difficulty faced when inserting the esheath+ into the patient. The team used pre-dilation and inside sheath dilation to help. The valve advanced through the esheath+ with extra effort. The valve exited the sheath upon alignment in deployment mode and the wire across the aortic valve placement was lost. In effort to remove the s3ur, it became stuck in the esheath+ and was unable to move mid iliac location inside the sheath. A vascular surgeon was called and removed the devices via cutdown. The implant procedure was aborted post vascular repair. The patient was stable post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. In this case, the complaint for difficulty or inability to withdraw system with valve through sheath was confirmed empirically. Available information suggests patient factors (vessel size, calcification) likely contributed to the event as it was reported, 'the perceived root cause of the event was due to vessel limitation and calcium resistance.' Additionally, the patient's minimum luminal diameter was reported to be 5mm, and the degree of vessel calcification was reported to be 'severe.' A minimum luminal diameter of '5.5mm is required for use of 26mm commander ds with 14f esheath+. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during withdrawal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.